Manufacturer narrative:
The company representative examined the system and cleaned the fluidics module. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A customer reported that during cataract surgery by emulsification, a system message was displayed indicating fluid and irrigation valve failure. The surgery was converted to extracapsular cataract extraction (ecce). There was a delay of more than 15 minutes, but the surgery was completed and there was no harm to the patient.